Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. No additional similar complaint type events within associated lots were found. (B)(4). This is a resubmission of the initial MDR per FDA request.

Event description:
The reporter indicated during surgery, the surgeon tried to implant a cc4204a single-piece collamer lens - +19.0 diopter. The lens would not advance out of the asico cartridge and eventually was torn.